Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: device identification-correction. H2 type of follow up: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-054098 and 3004753838-2025-054098-01 were reported in error. Please disregard initial reporting of these events as these events have now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 2/25/2025 it was determined this complaint is not reportable per corpft-140202